Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant procedure the left ventricular (lv) lead was tested on a pacing system analyzer (psa) and yielded high pacing impedance measurements varying from 1100 ohms to 3500 ohms. It was noted that the impedance measured higher when programmed tip to ring1 configuration. Boston scientific technical services (ts) was consulted and suggested checking alignment and connections with the connector tool. Ultimately the lv lead was implanted with a higher impedance of 2033. The lv lead remains in service and no adverse patient effects were reported.